Manufacturer narrative:
(B)(4). The pump was received with a scratched case and a cracked keypad overlay. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery and battery last less than 1 week. No harm requiring medical intervention was reported. The device will be returned for analysis.